Event description:
Customer reported receiving erratic readings on their blood glucose meter. Customer reported receiving readings of 7.8 mmol/l and 23.9 mmol/l within 10 minutes. All tests were performed on the finger. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification for the device.